Event description:
The customer was hospitalized for high bgs. Troubleshooting performed. The insulin concentration, programming, and bolus history were correct. In addition, a fixed prime test was completed and the insulin exited. Instructed the customer to change the set and use manual injections per md protocol. Also the nurse stated that the customer had high and low bgs.